Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard; telemetry not yet performed. The patient was of town visiting family. In 2005 the physician took the patient off the medication and put saline in pump. In 2006 the catheter was disconnected. The pump has not been functional for the last several years but over the last two weeks has been beeping (dual tone) every hour. The patient planned to follow up with their physician. Additional information reported the pump alarm has been going off "for the last 2 years in (B)(6)" (approximately started (B)(6) 2011)." A year and a half after the implant they filled it with saline as the patient became drug addicted to it then came off of it later". Three years ago, she had a spinal fusion surgery and "they disconnected it". At that time the doctor turned the pump off completely.